Event description:
It was reported that the patient experienced pain and swelling on left leg eight days after gel one injection. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available at this time.